Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure. Reportedly, after the suture was deployed and the knot was advanced to the artery, hemostasis was not achieved. A second proglide device was used with the same results. Hemostasis was achieved using a 7f sheath. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: manual arterial compression was used to achieve hemostasis after the 7f sheath was removed.

Manufacturer narrative:
(B)(4). The device was reported to be discarded and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.